Manufacturer narrative:
Manufacturer's report date: 06/30/2015. (B)(4). The customer's report of check valve failure was confirmed in the (B)(6) customer advocacy lab. The primary set and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received set. The check valve was also visually inspected under a microscope. The check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed on the primary and secondary set and fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a facility check valve. The root cause of the check valve failure is due to a cyclodextrin and oil particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cyclodextrin and oil was not identified.

Manufacturer narrative:
MFR report date: 03/19/2015. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports a check valve malfunction on a patient in ICU while infusing kcl 10 meq/100ml with lidocaine. The event was witnessed and reproduced on site. No patient harm or medical intervention occured. No further patient/event information was reported.